Event description:
This report captures the previously reported high impedance event reported in MFR report #1644487-2013-01888. Clinic notes dated (B)(6) 2014 indicated that high impedance was seen (-10000 ohms): system diagnostics indicated high lead impedance. The output current was low. The patient used to experience a choking sensation in his throat from the device, but this stopped three weeks ago, and the patient wondered if the device was working. The patient did have a concussion the previous month after noticing that the vns did not ¿kick¿ the way it usually did. The patient was referred for x-rays, and a report dated (B)(6) 2014 documented nothing unusual about the results. An implant card received showed that the patient underwent generator only revision on (B)(6) 2014. The impedance was marked as ok. Review of in-house programming history shows that impedance was within normal limits for the available diagnostic history (02/05/2013, 03/04/2013, 06/28/2013), but impedance showed 5019 ohms on the date of generator explant ((B)(6) 2014). Based on the information available, the root cause for the high impedance and associated failure to perceive stimulation is likely incomplete lead pin insertion.

Manufacturer narrative:
Analysis of programming history.